Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
During the second treatment, the diamondback 360 coronary orbital atherectomy device (oad) was advanced on to the tip of the viperwire advance flex tip guide wire in the 3.0 mm diameter, 90% stenosed distal right coronary artery. The distal spring tip of the guide wire fractured and remained in the 1.5 mm posterior left ventricular (plv) artery. Visibility of the location of the oad was limited due to patient weight and size. The procedure was completed with stent placement entrapping the tip fragment in the plv.